Event description:
There was no pt involved in this event. This device malfunction because the device failed a self-test.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2012. The device failed auto self-tests on (B)(6) 2009 and (B)(6) 2012 due to a low battery. The device was tested during the investigation. This revealed that considerable voltage fluctuations were present. The voltage fluctuations were due to failing pogo-pins and were enough to potentially cause the self-test fails. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.